Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on front panel, connector is burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on front panel, the light-emitting diode indication does not change or light up. The most probable cause of the complaint (damage on front panel, connector is burnt) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had some panel lights that did not turn on. There were no reports of patient harm.